Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope had the light guide hose was leaking and there is no image, additionally, an error b30 was reported. The issue was found at inspection after a surgery of an unknown procedure. The patient was not under anesthesia and no delay. The intended procedure was completed using the same set of equipment. There were no reports of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: abnormality such as short circuit occurred in the video connector due to the water invasion. However, a definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use which state: operation manual_ important information please read before use_ prohibition of improper repair and modification. This instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. Olympus will continue to monitor field performance for this device.